Event description:
It was reported that review of the information stored within the pacemaker showed three instances of high out of range right ventricular (rv) pacing impedance measurements that were greater than 3000 ohms. This led to the lead safety switch (lss) occurring changing the polarity to unipolar. Noise oversensing with pacing inhibition was occurring for this pacemaker dependent patient. Inappropriate ventricular tachycardia (vt) and non-sustained vt episodes were recorded due to the oversensing. The daily impedance measurements were all stable and no noise was reproduced when performing provocative maneuvers and in bipolar configuration. Subsequently the lss feature was programmed off and the patient will be followed via the remote home monitoring system and in-clinic. The noise was thought to be due to micro-axial motion of the terminal ring within the header. The pacemaker and this rv lead remain in service and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).